Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-mar-2023. H6: investigation summary: five sealed samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that packages were missing all the top web graphics and applicable information. Potential root cause for the missing print defect is associated with the packaging process. This defect could occur if the camera looking for the unique device identifier (UDI) graphics was not functioning properly. As corrective actions, work instruction and process control form will be updated to include a verification challenge once per shift to ensure the camera is functioning properly. A device history record review was completed for provided lot number 0254270. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that prior to use with 7 bd 1ml safetyglide¿ with attached needle the labeling information was missing on the wrapper. The following information was provided by the initial reporter: in this box I have found 7 syringe/needle packages that are sealed but the wrapper has no labeling information on it. It is completely blank.

Event description:
It was reported that prior to use with 7 bd 1ml safetyglide¿ with attached needle the labeling information was missing on the wrapper. The following information was provided by the initial reporter: in this box I have found 7 syringe/needle packages that are sealed but the wrapper has no labeling information on it. It is completely blank.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.